Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pace impedance measurements (greater than 2000 ohms) and high pacing thresholds. A lead fracture was suspected but could not be confirmed via fluoroscopy. There was no pacing inhibition or loss of capture associated with the observations. An invasive procedure was performed to surgically abandon the lead. A new lead was successfully implanted. The device remains in service. No adverse patient effects were reported.